Event description:
The reporter contacted animas on (B)(6) reporting that the patient had a blood glucose up to 400 mg/dl with mild increased urination associated with the pump emitting loss of prime warnings. The reporter indicated that with the loss of prime warnings, the pump had to complete a full rewind, load, and prime sequence indicating that the pump had lost power. The pump battery cap was confirmed to be intact and was tightened securely to the pump but the yellow o-ring was still visible. The reporter also confirmed that there was no damage to the battery compartment or threads and there was no noted moisture ingress. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the pump intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/25/2013 with the following findings: a review of the pump history showed pump reboots. There was no damage found to the battery cap or battery compartment. The battery cap attached securely to the pump. The pump powered on and no errors, alarms, or warnings occurred. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap height and width was found to be within specifications. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.